Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device evaluation found: unable to do dunk test due to foreign object inside channel and suction cylinder, boroscope done found foreign object inside channel, no brush passage through -channel and suction cylinder side, and clogged suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera ii ultrasound gastrovideoscope exhibited foreign material inside the channel. There were no reports of patient involvement.